Event description:
It was reported the gastrointestinal videoscope presented image noise during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the image noise is traced to component failure- damaged ultrasound plug unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.